Manufacturer narrative:
Approximate age of device - 4 years and 8 months. (B)(4). The patient expired, the pump was not explanted, and no autopsy was performed. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: an intermacs report was received which indicated "pump thrombus-patient called with c/o hematuria, ramp study done and verifies thrombus. Pt given tpa to dissolve clot."

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with hematuria and elevated lactate dehydrogenase (ldh) and bilirubin levels. Multiple pi events with power spikes were noted upon device history review. The patient¿s ldh was 1250 u/l on (B)(6) 2015 and increased to 2057 u/l on (B)(6) 2015, up from a baseline of 370 u/l. The patient's international normalized ratio (inr) was 1.7, which was below her goal range of 2.0-2.5. The patient presented to the emergency department on (B)(6) 2015 with dark red urine. The patient felt slightly fatigued and dyspneic. An echocardiogram was performed to evaluate left ventricular function; historically the pump speed was set at 8400 rpms and the patient's aortic valve remained closed. The patient failed the current ramp study: at 8400 rpms, her aortic valve was opening with every beat. The pump speed was increased in increments of 200 rpms all the way to 11,600 rpms, and her aortic valve never closed. Throughout the study the pump power and flow increased along with the pump speed increases. The device log files were reviewed and scattered power elevations were noted within pi events. The power elevations were not the result of the pi events. No unusual alarms were noted. The patient was administered tissue plasminogen activator after which she suffered a fatal cerebral bleed and passed away on (B)(6) 2015.

Manufacturer narrative:
(B)(4).no further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Manufacturer narrative:
The reported power elevations were confirmed per the log file evaluation. However, a correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No autopsy was conducted and the pump was not returned. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.